Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dry eye ("vision/eye problems type: very dry eyes"), lacrimation increased ("also periodic tearing up of one eye") and visual impairment ("vision changes"). In (B)(6) 2013, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("hormonal changes describe:low progesterone") and experienced migraine ("migraines /headaches,"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ gut health issues"), myalgia ("muscle aches"), adnexa uteri pain ("parametrial tenderness/ adnexal tenderness"), sinus disorder ("increased sinus problems") and sinus headache ("sinus headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent utis"), urticaria ("frequent rashes/ hives"), dermatitis contact ("contact dermatitis"), vulvovaginal mycotic infection ("vaginal yeast infections"), impaired healing ("difficulties in skin wound healing") and skin abrasion ("skin reacting abnormally to abrasions, wounds, or nuts") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and insomnia ("sleep phase disorder/ chronic night time insomnia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and thyroid disorder ("thyroid issue increased"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced night sweats ("night sweats"), arthropod bite ("abnormal reaction to insect bites"), multiple allergies ("increase in inhalent allergies"), food allergy ("allergic or hypersensitivity reaction type:food sensitivities/ certain foods"), dermatitis allergic ("rashes or skin conditions type: skin hypersensitivity/ skin allergies"), cognitive disorder ("loss of congnitive ability"), headache ("headaches"), vulvovaginal pain ("vaginal pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain and uterine pain had resolved, the blood testosterone decreased, progesterone decreased, night sweats, arthropod bite, multiple allergies, food allergy, urinary tract infection, depression, anxiety, dermatitis allergic, urticaria, dermatitis contact, amnesia, cognitive disorder, insomnia, allergy to metals, dry eye, lacrimation increased, visual impairment, weight increased, gastrooesophageal reflux disease, myalgia, adnexa uteri pain, alopecia, thyroid disorder, sinus disorder, sinus headache, vulvovaginal mycotic infection, impaired healing and skin abrasion outcome was unknown and the migraine, fatigue and headache had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthropod bite, blood testosterone decreased, cognitive disorder, depression, dermatitis allergic, dermatitis contact, dry eye, dysmenorrhoea, fatigue, food allergy, gastrooesophageal reflux disease, headache, impaired healing, insomnia, lacrimation increased, menorrhagia, migraine, multiple allergies, myalgia, night sweats, pelvic pain, progesterone decreased, sinus disorder, sinus headache, skin abrasion, thyroid disorder, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils: left: 03, right: 06 discrepancy noted for essure insertion date- (B)(6) 2013. Current weight 230 lbs. Patient received treatment for events- migraine, headache, sinus headache, dysmenorrhea (cramping), sinus disorder, pelvic pain female, fatigue, weight gain, muscle ache, tenderness, hair loss, thyroid disorder, testosterone low, blood progesterone low, insect bite nos, depression, anxiety, insomnia, memory loss, dry eye, tearing eyes, vision abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a63347, manufacture date: (B)(6) 2012, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dry eye ("vision/eye problems type: very dry eyes"), lacrimation increased ("also periodic tearing up of one eye") and visual impairment ("vision changes"). In (B)(6) 2013, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("hormonal changes describe:low progesterone") and experienced migraine ("migraines /headaches,"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ gut health issues"), myalgia ("muscle aches"), tenderness ("parametrial tenderness/ adnexal tenderness"), sinus disorder ("increased sinus problems") and sinus headache ("sinus headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent utis"), urticaria ("frequent rashes/ hives"), dermatitis contact ("contact dermatitis"), vulvovaginal mycotic infection ("vaginal yeast infections"), impaired healing ("difficulties in skin wound healing") and skin abrasion ("skin reacting abnormally to abrasions, wounds, or nuts") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and insomnia ("sleep phase disorder/ chronic night time insomnia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and thyroid disorder ("thyroid issue increased"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced night sweats ("night sweats"), arthropod bite ("abnormal reaction to insect bites"), multiple allergies ("increase in inhalent allergies"), food allergy ("allergic or hypersensitivity reaction type:food sensitivities/ certain foods"), dermatitis allergic ("rashes or skin conditions type: skin hypersensitivity/ skin allergies"), cognitive disorder ("loss of cognitive ability"), headache ("headaches"), vulvovaginal pain ("vaginal pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy: (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain and uterine pain had resolved, the blood testosterone decreased, progesterone decreased, night sweats, arthropod bite, multiple allergies, food allergy, urinary tract infection, depression, anxiety, dermatitis allergic, urticaria, dermatitis contact, amnesia, cognitive disorder, insomnia, allergy to metals, dry eye, lacrimation increased, visual impairment, weight increased, gastrooesophageal reflux disease, myalgia, tenderness, alopecia, thyroid disorder, sinus disorder, sinus headache, vulvovaginal mycotic infection, impaired healing and skin abrasion outcome was unknown and the migraine, fatigue and headache had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthropod bite, blood testosterone decreased, cognitive disorder, depression, dermatitis allergic, dermatitis contact, dry eye, dysmenorrhoea, fatigue, food allergy, gastrooesophageal reflux disease, headache, impaired healing, insomnia, lacrimation increased, menorrhagia, migraine, multiple allergies, myalgia, night sweats, pelvic pain, progesterone decreased, sinus disorder, sinus headache, skin abrasion, tenderness, thyroid disorder, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils: left: 03, right: 06 discrepancy noted for essure insertion date (B)(6) 2013. Current weight (B)(6) lbs. Patient received treatment for events- migraine, headache, sinus headache, dysmenorrhea (cramping), sinus disorder, pelvic pain female, fatigue, weight gain, muscle ache, tenderness, hair loss, thyroid disorder, testosterone low, blood progesterone low, insect bite nos, depression, anxiety, insomnia, memory loss, dry eye, tearing eyes, vision abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: follow up 2&3 proceed together, mr received: lot number was added, essure removal date was added, reporter was added, consumer birth date and race was added, lab data was added. On 22-oct-2019: pfs received: case become incident, previously reported event injury to herself was deleted, newly added events-pelvic pain female, testosterone low, blood progesterone low, night sweats, vaginal bleeding, menorrhagia, insect bite nos, multiple allergies, food allergen sensitization, uti, depression, anxiety, cutaneous hypersensitivity, rash urticarial, contact dermatitis, bladder disorder, migraine, memory loss, cognitive impairment, insomnia, nickel sensitivity, dysmenorrhea (cramping), dry eye, tearing eyes, vision abnormal, fatigue, weight gain, gerd, muscle ache, tenderness, hair loss, headache, thyroid disorder, sinus disorder, sinus headache, vaginal yeast infection, wound healing problems, skin abrasion, vaginal pain, uterus pain, product indication and essure insertion date were updated, consumer address were updated and height, weight was added, lab data were updated, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dry eye ("vision/eye problems type: very dry eyes"), lacrimation increased ("also periodic tearing up of one eye") and visual impairment ("vision changes"). In (B)(6) 2013, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("hormonal changes describe:low progesterone") and experienced migraine ("migraines /headaches,"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ gut health issues"), myalgia ("muscle aches"), adnexa uteri pain ("parametrial tenderness/ adnexal tenderness"), sinus disorder ("increased sinus problems, sinus ") and sinus headache ("sinus headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent utis"), urticaria ("frequent rashes/ hives,rash/skin condition "), dermatitis contact ("contact dermatitis"), vulvovaginal mycotic infection ("vaginal yeast infections"), impaired healing ("difficulties in skin wound healing") and skin abrasion ("skin reacting abnormally to abrasions, wounds, or nuts") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and insomnia ("sleep phase disorder/ chronic night time insomnia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,depress") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and thyroid disorder ("thyroid issue increased"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced night sweats ("night sweats"), arthropod bite ("abnormal reaction to insect bites"), multiple allergies ("increase in inhalent allergies, new inhalant allergy"), food allergy ("allergic or hypersensitivity reaction type:food sensitivities/ certain foods,food sensitivities"), dermatitis allergic ("rashes or skin conditions type: skin hypersensitivity/ skin allergies"), cognitive disorder ("loss of congnitive ability"), headache ("headaches"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterus pain"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), exercise tolerance decreased ("exercise intolerance"), lethargy ("lethargy"), irritability ("irritation"), ear pain ("ear pain"), rhinalgia ("nose pain"), dry mouth ("dry mouth"), chest pain ("chest pain"), dyspnoea ("sob"), palpitations ("palpitation"), dyspepsia ("heartburn"), muscular weakness ("muscle weakness"), pruritus ("itching/dry skin"), asthenia ("weakness") and restless legs syndrome ("restless legs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain, uterine pain, genital haemorrhage, bladder disorder, urinary tract disorder, exercise tolerance decreased, lethargy, irritability, ear pain, rhinalgia, dry mouth, chest pain, dyspnoea, palpitations, dyspepsia, muscular weakness, pruritus, asthenia and restless legs syndrome had resolved, the blood testosterone decreased, progesterone decreased, night sweats, arthropod bite, multiple allergies, food allergy, urinary tract infection, depression, anxiety, dermatitis allergic, urticaria, dermatitis contact, amnesia, cognitive disorder, insomnia, allergy to metals, dry eye, lacrimation increased, visual impairment, weight increased, gastrooesophageal reflux disease, myalgia, adnexa uteri pain, alopecia, thyroid disorder, sinus disorder, sinus headache, vulvovaginal mycotic infection, impaired healing, skin abrasion, vaginal infection and hormone level abnormal outcome was unknown and the migraine, fatigue and headache had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthropod bite, asthenia, bladder disorder, blood testosterone decreased, chest pain, cognitive disorder, depression, dermatitis allergic, dermatitis contact, dry eye, dry mouth, dysmenorrhoea, dyspepsia, dyspnoea, ear pain, exercise tolerance decreased, fatigue, food allergy, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, impaired healing, insomnia, irritability, lacrimation increased, lethargy, menorrhagia, migraine, multiple allergies, muscular weakness, myalgia, night sweats, palpitations, pelvic pain, progesterone decreased, pruritus, restless legs syndrome, rhinalgia, sinus disorder, sinus headache, skin abrasion, thyroid disorder, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils: left: 03, right: 06 discrepancy noted for essure insertion date- (B)(6) 2013. Current weight 230 lbs. Patient received treatment for events- migraine, headache, sinus headache, dysmenorrhea (cramping), sinus disorder, pelvic pain female, fatigue, weight gain, muscle ache, tenderness, hair loss, thyroid disorder, testosterone low, blood progesterone low, insect bite nos, depression, anxiety, insomnia, memory loss, dry eye, tearing eyes, vision abnormal and bleeding , autoimmune ,psych injury, bladder/urinary problems and other injuries/ symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a63347 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received,new event gen. Abnorm. Bleed, bladder problems, urinary problems, vaginal infection, hormonal changes, exercise intolerance, lethargy, irritation, ear pain, nose pain, dry mouth, chest pain, sob, palpitation, heartburn, muscle weakness , itching/dry skin, weakness, restless legs and event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.